Event description:
Reporter called with a product issue involving his levemir flexpen. He stated that the old pens use to be spring loaded where you would twist the pen to the number of units wanted, and then push the button on the back. He stated that now the flexpen is different, and the person must apply injection pressure using their thumb and it requires a lot of pressure and can be quite difficult. He stated that sometimes his hand will slip, and the needle gets bent. He stated the changes made to the flexpen were not very good.